Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. The data logs were not available for review. The returned pump was visually inspected which revealed the pump was covered with mold. The visual did not observe a cannula kink, broken blade or biomaterial, the only visual observation was the mold that surrounded the impella. The impella cp pump was run in water to reproduce the purge alarm in the investigation laboratory, no purge pressure alarms were reproduced, and the pump flows were within specification. A catheter kink was observed. The cause of the purge issue was improper technique by the end user, use related as the low pump flow could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the physician was concerned that even though the purge liquid flow rate was 20 milliliters per hour, and purge liquid was replaced (with a 500 ml bag of glucose) twice a day, the purge pressure low alarm sounded after replacing the purge fluid. There was no patient harm reported the patient remained on impella support and was successfully weaned.